Manufacturer narrative:
The isi representative onsite for this procedure stated that the surgical staff was holding the camera backed up into the trocar for an extended period of time. The da vinci si surgical system user manual, setting up the vision system specifically states: caution: to avoid possible thermal damage to the cannula, do not leave the endoscope tip inside a plastic endoscope cannula (trocar) for a prolonged period of time while the lamp is on. The patient was reported to have recovered well post operatively with no complications. The site has continued to perform procedures and as (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while beginning a da vinci si thoracic sympathectomy procedure, and using an ethicon disposable 12mm trocar in the endoscopic camera manipulator (ecm) port, the trocar melted at the tip. The site replaced the trocar, however the replacement trocar melted at the tip. At this time, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm, adverse outcome or injury was reported.